Manufacturer narrative:
(B)(4). (B)(6). Evaluation information: the pump was serviced on-site. Visual inspection, an alarm log review and power on self-test were performed. The damaged door latch roller was identified during the visual inspection, cause unknown. The door latch roller was replaced to correct the reported condition. The pump passed all testing and was returned to good working order. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
During on-site service, a baxter service technician found that a flogard infusion pump had a damaged door latch roller. This malfunction was identified during service; therefore, there was no patient involvement. Additional information is not available.